Event description:
A valiant thoracic stent graft was implanted in a patient for the endovascular treatment of a 4.2 cm diameter thoracic aortic aneurysm in zone 2 approximately five years ago. The proximal aorta was 30-28 mm in diameter and 20 mm in length. The distal aorta was 34-33 mm in diameter. Right and left iliac arteries were 9-10 mm in diameter respectively. The right femoral artery was 14 mm in diameter. There was circumferential mural thrombus present at the distal attachment site. One day pre-implant a carotid to subclavian bypass was performed. The stent graft was deployed intentionally covering the lsa and a valiant (B)(4) stent graft was implanted in zone 4. Post-operatively the patient experienced chest pressure with elevated troponin levels, which was classified as a myocardial infarction. Medication was given and the patient recovered two days later. Five days post implant the patient presented with left scapula pain and left chest pain. The patient was unable to lean back in a chair and was unable to sleep. CT and EKG were negative. Approximately two years post implant a type ii endoleak was discovered from the left subclavian artery. A catheter embolization was performed to resolve the type ii endoleak six weeks later. The investigator assessed this event as unrelated to the study device and study procedure. Approximately four weeks ago the patient had symptoms of chest pain and pressure, which was classified as angina. The patient status is continuing. The investigator assessed this event as unrelated to the study procedure or study device. Please note that this model number (B)(4) is not approved in the united states; however, it is similar to the (B)(4) which is approved in the united states.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (mi), patient's condition affected effectiveness of device (type 2 endoleak). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (type 2 endoleak).

Event description:
Additional information for this case was received. The investigator has changed the relationship of the angina from not device related to unknown if the event is device related. The event was also changed from a serious event to non-serious event.